Event description:
It was reported that the guidewire unraveled, and the tip detached. A 014/300/sst platinum plus guidewire was used for treatment of peripheral artery disease in the tibial artery. The anatomy was not tortuous and there was little to no calcium. The doctor was attempting to wire the artery with the first platinum plus guidewire and noticed the guidewire looked funny under fluoroscopy. It was found that the transition was unraveling. The guidewire was removed completely. The doctor then decided to use a second platinum plus guidewire. This guidewire unraveled and the distal tip detached. The doctor used a snare to remove the detached tip from the patient. All guidewire was removed from patient, leaving nothing behind. A thruway 0.014 wire was then used to complete the case. The case was completed successfully with no further patient harm.